Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty loaded the cartridge on to the pump completely. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support. Customer is using alternate pump for diabetes management.

Manufacturer narrative:
.